Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Concomitant medical products: 4058m58 lead, implanted: (B)(6) 1992. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. Follow up with the patient's health care provider indicated the lead showed evidence of an insulation fracture. The lead was inactivated and later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.